Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: retainer knit line damage, serial number label missing, cracked case on corner of belt clip rails, cracked retainer, cracked reservoir tube lip, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted.

Event description:
Information received by medtronic stated that the insulin pump had crack on pump battery side. No harm was required during medical intervention. The insulin pump was returned for analysis.